Event description:
It was reported that during pre-testing process, it was observed that the quick coupling device would not hold the drill bit device. There were no delays to the planned surgical procedure. A spare identical device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was retuned for evaluation. Reliability engineering evaluated the device and observed that the device did not function properly, could not secure function gauge or drill bits, and had something that was rattling inside the disconnected sleeve. Therefore, the reported condition was confirmed. It was further determined that the carrier shaft was worn and damaged. The assignable root cause was determined to be due normal wear on mechanical components from repeated use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.